Manufacturer narrative:
Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: a complaint history check was performed and this is the 1st related complaint for leakage, hyperglycemia, needle bent & difficult/unable to operate on lot # 9231933. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was difficult to operate and had leakage. This resulted in hyperglycemia. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no: 329515 batch no: 9231933. It was reported entire dose of insulin was not delivered to the patient and was observed dripping down skin. Both cases resulted in hyperglycemia and the need for additional insulin. In addition, after raising the issue, several more nurses have reported finding that the insulin is sluggish to administer and several cases where the needle was bent. Verbatim: two events were observed wherein trained nurses attempted to administer insulin using this safety needle (with an insulin pen). Despite proper technique and appropriate delay in removing needle after delivering dose, the entire dose of insulin was not delivered to the patient and was observed dripping down skin. Both cases resulted in hyperglycemia and the need for additional insulin. In addition, after raising the issue, several more nurses have reported finding that the insulin is sluggish to administer and several cases where the needle was bent. As I mentioned at the huddle this morning, we have identified a trend in failures of our current insulin pen needles. A nurse and an endocrinologist witnessed the most recent failure for a patient. Despite proper technique, when the pen/needle was removed from the patient, insulin was seen dripping on the patient¿s skin, the patient reported not feeling the injection, and the subsequent blood sugar was elevated (400). A similar report was provided from the picu. Upon questioning of staff in several patient care areas, we have heard reports of bent needles and other difficulties (pen sent back to pharmacy because of injection problems that may have been the needle, rather than the pen in hindsight). The design of this safety needle makes it very difficult for nurses to determine when the needle has adequately entered the skin for the injection. An endocrine specialty nurse, will be looking for substitute products. Per update by the customer 01/28/20 do you happen to have the date of incident/s? The dates we have for 2 incidents are (B)(6) 2020 and (B)(6) 2020, but there have been other reports of malfunction for which we don¿t have dates. Have the incidents happened to one patient, or several patients, and if a few, would you be able to provide us with information such as date of occurrence, description, material and lot numbers? Different patients. The one I have the most detail about occurred when a nurse followed proper technique and the needle did not function properly ¿ the patient did not feel the needle, insulin was seen on the skin, and the patient¿s blood sugar was higher than expected. Were they all leaking and bent during administration of insulin? We have had reports of leaking and bending of needles. Would you please explain what does the ¿insulin is sluggish mean¿? The pen felt sluggish as the nurse pushed on the plunger ¿ as if there was resistance to injecting the insulin. Do you have samples to return to us, and if so would you please provide us with the mailing address so we can mail you a prepaid return labels? These were needles that were used to inject a patient, therefore they were not saved (for safety reasons).